Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the revealed that the top case was chipped and cracked. The bottom case was damaged. The problem could not be verified as the pump couldnt run because of primary audible alarm post error during start-up, the c9 cap was loose. However, the root cause of the reported issue was found to be normal wear. Worm gear and worm coupling no longer worked properly as a result of normal wear. Replaced worm coupling and worm gear. No product information has been provided to date.